Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-04560. It was reported that stent thrombosis occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left common iliac artery and the thrombosed previously placed wallstent in the external iliac artery (eia). The wallstent of eia and blood vessel were tortuous to an unbelievable extent. A non-bsc guide wire was advanced via right femoral approach but failed to cross. The device was then advanced via left femoral but it was still unable to cross. Subsequently, with the aid of a non-bsc sheath, the wire was advanced via left brachial but still failed. Approach was performed again via left femoral and the guide wire was able to cross. A 3mm-20mm sterling balloon catheter was advanced for pre-dilatation. Following plain old balloon angioplasty with a 6mm-60mm sterling balloon catheter, a 8x100x75 epic¿ vascular stent was placed. Upon removing the stent delivery system (sds) post-deployment, resistance was encountered. When the device was pulled, a snapping sound was heard. The sds was removed, however; it was noticed that the tip got detached and the detached fragment could not be found. The physician attempted to perform post-dilatation with a 6mm-60mm sterling balloon catheter but it failed to cross the sheath. The sheath was replaced with a 6fr-10cm non-bsc sheath, however; the balloon catheter still failed to cross. The procedure was completed and no further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no attempt to remove the detached fragment as the tip could not be found and the patient's status post procedure was stable.